Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 03.010.523, lot l759641: manufacturing site: bettlach. Release to warehouse date: april 19, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Material 1.4542 was used with correct hardness after procedure and documented in device history record (DHR) file. A product investigation was completed: the driving cap/threaded was received with the distal tip of the device broken off and embedded in the radiolucent insertion handle which was returned as a concomitant device. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional analysis was not performed as relevant features are not accessible. The relevant drawing(s) was reviewed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the femoral recon nail (frn) was being inserted with hammer blows to the driving cap per normal and the tip of the driving cap broke off inside the insertion handle. The nail was already fully seated at the time of the breakage. Procedure was successfully completed with a surgical delay of one to two (1-2) minutes. Patient outcome was good. Concomitant devices: frn (part: unknown, lot: unknown, quantity: 1), hammer (part: unknown, lot: unknown, quantity: 1), radiolucent insertion handle for frn (part: 03.033.001, lot: l700502, quantity: 1). This report is for a driving cap/threaded. This is report 1 of 1 for (B)(4).